Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient had presented to the clinic and the lead was found to have externalized conductors via diagnostic imaging. No electrical anomalies were observed. Patient will be monitored.